Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a screen was blank. The customer reported screen was blank after changing batter would not show anything low battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No unexpected low battery alarm anomaly or battery icon anomaly noted. No initialization time frame anomaly noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on c13/lcd isolation tape noted. Pump had cracked reservoir tube lip and minor scratched display window.